Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the uninter ruptible power supply (ups) and the backup batteries were replaced. The ups was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The ups was standalone tested and no issues were detected with the unit. All volts measured normal voltage. The power button functioned as intended. No failure found. The batteries were returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The battery was left connected to a navigation main cart overnight in order to allow it to fully charge. Once the cart was disconnected from ac, the battery powered the system for eleven minutes and is functioning as intended. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after the site installed the software and upon launching the system received an error stating that the battery backup failed. Troubleshooting involved checking the self-test and the uninterruptible power supply (ups) showed "connection lost". No patient was present at the time of the event.